Event description:
It was reported that the 9800 sys displayed incorrect pt images when the info was recalled with from pt text from the displayed thumbnails. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep replaced the hard drive and reloaded the software. Sys operates as intended.